Manufacturer narrative:
The device for this case has not been received. The patient underwent cryo surgery and had 4 ablations during treatment. During the case no issues were observed with device performance/functionality. The root cause of this perforation cannot be determined, however it appears that there were no complications during the cryo procedure.

Event description:
C2 therapeutics became aware of an adverse event on (B)(6) 2018: initial cryoballoon procedure on (B)(6) 2017. No device issue was reported. Patient experienced pain and returned to the hospital on (B)(6) 2018. A perforation was discovered with CT scan noting air in abdomen. Patient on a liquid diet and healing without surgical intervention. No other procedure done to address perforation.